Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 105-pulse test relay stuck) has been confirmed. Upon investigation pins 9 and 10 of the electrode belt trunk cable connector were damaged and intermittently open. The cause of the service code was the intermittently open connection. The root cause for the open connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 105 (pulse test relay stuck).